Event description:
The expert dc unit fell from the wall, a dr hurt his hand.

Manufacturer narrative:
To date the unit was not returned to MFR, upon eval of this unit a f/u report will be submitted to FDA.